Event description:
It was reported to philips that ceiling rail cover detached; no clinical impact on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service completed mechanical repair, returning the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).